Event description:
On 01/23/2007, nellcor rec'd a report where it was claimed that an accessory was not interfacing with device correctly. The caller stated that the red decannulation plug was not interfacing with the tube correctly and was preventing the pt from speaking. The tube was replaced.